Event description:
Additional information was received from an hcp on 2017-mar-30. It was reported that there were no symptoms reported on (B)(6) 2017 and that the patient did not report their pump was alarming until the follow-up appointment on (B)(6) 2017. It was indicated that no troubleshooting was performed related to the motor stall as the patient did not notify them of any alarms until (B)(6) 2017. It was noted that no actions or interventions were taken to resolve the motor stall and that they were not made aware of any alarms until (B)(6) 2017. It was again stated that they were not aware of the motor stall and recovery until (B)(6) 2017 and that the patient did not report having magnetic resonance imaging (MRI) in (B)(6). It was also noted that the pain medication was not discontinued as previously reported but it had changed to a different medication. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient who was receiving sufenta 325 mcg/ml; 164.81 mcg/day, bupivacaine 22.4 mg/ml; 11.359 mg/day and clonidine 616 mcg/ml; 312.38 mcg/day. Via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The patient¿s weight was (B)(6). The date of the event was (B)(6) 2016 (the week before (B)(6)). It was reported the patient had their pump turnedoff and was looking for a new doctor to possibly place a new pump and manage it. The pump was turned off because hcps would not take a patient with the drug (clonidine) that they had in their pump. All the medication was taken out the (B)(6) before that. The patient was having trouble finding a new doctor due to the placement of their current catheter. The catheter was "way up to the top of my spine." Per the hcp, the patient¿s catheter placement was at cervical 2. Per the physician request, the hcp started on (B)(6) 2016 weaning the patient¿s pump biweekly till filled with normal saline preservative free on (B)(6) 2016 in preparation for transfer of care to another physician. The physician did not use clonidine. After the transfer to the physician, prior to the patient¿s appointment with them, the patient was admitted to the hospital for drug withdrawal with symptoms of restless legs then jerking and shaking around. At that time, the patient was on morphine ir (immediate release) 15 mg qid (four times per day). The patient had a previous diagnosis of restless leg syndrome. The patient was hypertensive on admission. The patient was seen in the hospital by the physician and discontinued on oral pain medication. The previous physician received communication from the physician that he was not accepting patient s with a cervical catheter. The patient was then brought to the previous physician office and was seen to manage their oral pain medications. On (B)(6) 2017 the patient went in for an office visit with the previous physician and reported their pump was alarming. The pump was interrogated and an alarm had occurred due to elective replacement indicator (eri). The patient requested the pump be turned off at that visit. Per pump telemetry on (B)(6) 2016 it was noted to wean the daily rate 25 percent every week. The pump was updated (B)(6) 2016 to decrease the dose 25 percent to deliver sufenta 123.94 mcg/day, bupivacaine 8.542 mcg/day and clonidine 234.91 mcg/day. The pump was updated (B)(6) 2016 to decrease the dose 33 percent to deliver sufenta 83.07 mcg/day, bupivacaine 5.725 mcg/day and clonidine 157.45 mcg/day. The pump was updated (B)(6) 2016 to deliver nspf (normal saline preservative free) 325 mcg/ml; 41.98 mcg/day. A motor stall occurred (B)(6) 2016 06:23 with motor stall recovery (B)(6) 2016 at 06:44. Elective replacement indicator (eri) occurred (B)(6) 2017. On (B)(6) 2017 the pump stopped due to off state. No further complications were reported/anticipated.